Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee procedure and during surgery the instrument fractured. There were no complications or delays reported. No patient consequences were reported as a result of the malfunction. Attempts to obtain additional information are in progress, however additional information is unavailable at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination concludes that the returned provisional exhibits signs of repeated use and the post feature has fractured off. All pieces returned. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Provisional top components and standard bottom components have been modified to prevent fracture. The fractured provisional component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.